Event description:
During the atrial fibrillation procedure, a blood leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the heart and the septal puncture was performed with another sheath. When the sheath was inserted into the left atrium and the non-abbott catheter (rebero catheter manufactured by japan lifeline) was inserted, a blood leaked was noted from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture or septum puncture was performed due to sheath replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.